Event description:
Bayer case number: (B)(4) pain [pelvic pain female], migraine [migraine] , asthenia [asthenia], adenomyosis [adenomyosis], nickel allergy [nickel allergy] , digestive problems [digestion impaired] , haemorrhagic periods [heavy periods], vasovagal episode [vasovagal attack] . Case narrative: the below report was received by health authority ansm (reference number: (B)(4) on 05-feb-2025. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted (lot no. C51339) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6)2014, the patient had essure inserted. On (B)(6)2014, the day of essure insertion, she experienced pelvic pain (seriousness criterion medically important). On unknown date she experienced migraine ("migraine"), asthenia ("asthenia"), adenomyosis ("adenomyosis"), allergy to metals ("nickel allergy"), dyspepsia ("digestive problems"), heavy menstrual bleeding ("haemorrhagic periods") and presyncope ("vasovagal episode"). Essure treatment was not changed. At the time of the report, none of the events had resolved. The reporter considered adenomyosis, allergy to metals, asthenia, dyspepsia, heavy menstrual bleeding, migraine, pelvic pain and presyncope to be related to essure administration. The reporter commented: patient's current status: same as incident description actions taken to treat the patient in the healthcare facility: I will have to undergo surgery to remove the inserts and have my uterus and tubes removed. And you know why? The poisoning I am suffering from and for which bayer pharmaceutical company must bear the consequences. Case comments: a technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Bayer case number: (B)(4). Pain/pelvic pain [pelvic pain female] migraine [migraine] asthenia [asthenia] adenomyosis [adenomyosis] nickel allergy [nickel allergy] digestive problems [digestion impaired] haemorrhagic periods [heavy periods] vasovagal episode [vasovagal attack]. Case narrative: the below report was received by health authority ansm (reference number: (B)(4)) on 05-feb-2025. The most recent information was received on 20-feb-2025. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("pain/pelvic pain") in a female patient who had essure inserted (lot no. C51339) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6)2014, the patient had essure inserted. On (B)(6)2014, the day of essure insertion, she experienced pelvic pain (seriousness criterion medically important). On unknown date she experienced migraine ("migraine"), asthenia ("asthenia"), adenomyosis ("adenomyosis"), allergy to metals ("nickel allergy"), dyspepsia ("digestive problems"), heavy menstrual bleeding ("haemorrhagic periods") and presyncope ("vasovagal episode"). Essure treatment was not changed. At the time of the report, none of the events had resolved. The reporter considered adenomyosis, allergy to metals, asthenia, dyspepsia, heavy menstrual bleeding, migraine, pelvic pain and presyncope to be related to essure administration. The reporter commented: patient's current status: same as incident description actions taken to treat the patient in the healthcare facility: I will have to undergo surgery to remove the inserts and have my uterus and tubes removed. And you know why? The poisoning I am suffering from and for which bayer pharmaceutical company must bear the consequences. Lot c51339 expiration date 31-may-2017 date of MFR 31-may-2014. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: (B)(6)2025: quality safety evaluation of product technical complaint. Case comments: a technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.